Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified and extremely tortuous common femoral artery after an interventional procedure. Reportedly, during device insertion, difficulty was encountered. Additional force was applied causing the sheath to detach in the vessel at the distal guide. The detached sheath was snared from the contra-lateral common femoral artery access site. A second proglide device was attempted but as it was advanced in the vessel difficulty was encountered. Additional force was applied, a 'snapping sound" was heard, and since it was believed that the sheath was about to detach, the device was withdrawn over a guide wire from the vessel. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the needle plunger, link, anterior and posterior cuffs were not returned with the device. The guide was broken at the anterior needle slot, consistent with the reported experience. In addition, the posterior portion of the foot was broken off and was not returned. This type of damage is consistent with advancement of the device against resistance. The instructions for use (IFU) states do not advance the device against resistance until the cause of that resistance had been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device. Patient anatomical conditions such as femoral artery calcification can be a contributing factor. Under special patient populations of the IFU, the safety and effectiveness have not been established in patient populations, which femoral artery calcium is fluoroscopically visible at the access site. The probable root cause for the guide and posterior portion of the foot break is related to the operational context in which the device was used. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4), patient selection and advancement against resistance. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. Device #1-2 perclose proglide, part# 12673-03, lot# unk is being reported under a separate medwatch report number.